Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had several episodes classified as vt/vf/svt. The physician believed the events received were inappropriate shocks and antitachycardia pacing (atp). Programming changes were made to avoid further inappropriate therapy. Patient is stable.